Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer was instructed to fill and load a new cartridge to resolve issue.